Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 97 mg/dl and sensor glucose was 59 mg/dl at the time of incident when it triggered threshold suspend. The sensor will not be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.